Manufacturer narrative:
The approximate age of device: 45 days. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a headache and was sleepy. At the emergency department, CT head showed intracranial hemorrhage. Inr on admission was 2.1. Decision made to turn off the lvad and the patient expired. No autopsy performed. No additional information was provided.